Manufacturer narrative:
Investigation in progress. No add'l info available at this time.

Event description:
It was reported by the nurse, head of theatre, via our sales rep that device broke in the stem area during surgery. Further, she reported that surgery was continued with an alternative device and finished with desired result.